Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: investigation revealed that the battery compartment was cracked. Evaluation also revealed that the display was dim with discolored text. Unrelated to this issue, investigation revealed that the audio bolus button was missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/17/2015.